Manufacturer narrative:
Model number: 720182-01. Lot number: 847887004. Model description: reservoir flat 100 ml.

Event description:
It was reported that the patient had a revision surgery scheduled on his inflatable penile prosthesis due to "infection problems in the testicular pouch." The explanted components were received by the distribution center indicating the ipp device had been explanted. This report was originally submitted via asr. Report ID number for the event: (B)(4). Quarter/year of the initial asr report submitted to FDA: q2 2017. Asr exemption number: e1997037.

Manufacturer narrative:
Additional information provided in:a2, b5, d1, d2, d4, d6, d10, e1, h6, h10. D4: model number: 72400025; lot number: 891967012; model description: balloon fgs 71-80 cm. Model number: 72400098; lot number: 858592016; model description: control pump fgs.

Event description:
It was reported that the patient had a revision surgery scheduled on his inflatable penile prosthesis due to "infection problems in the testicular pouch.". The explanted components were received by the distribution center indicating the ipp device had been explanted. This report was originally submitted via asr. Report ID number for the event: (B)(4). Quarter/year of the initial asr report submitted to FDA: q2 2017. Asr exemption number: e1997037. The explanted components were received in minnetonka at which time it was determined that the patient's artificial urinary sphincter (aus) device was returned. This patient had both an ipp device and an aus device that were implanted previously. This complaint is now in relation to the explant of the patient's previous aus device for which the following was reported "the patient experienced an infection with his implanted artificial urinary sphincter and a formation of a urinary fistula in place of the sphincter urethral belt. No additional patient complications were reported in relation to this event.". This report was originally submitted via asr. Report ID number for the event: (B)(4). Quarter/year of the initial asr report submitted to FDA: q2 2017. Asr exemption number: e1997037.

Event description:
It was reported that the patient had a revision surgery scheduled on his inflatable penile prosthesis due to "infection problems in the testicular pouch." The explanted components were received by the distribution center indicating the ipp device had been explanted. This report was originally submitted via asr report ID number for the event: 155715 quarter/year of the initial asr report submitted to FDA: q2 2017 asr exemption number: e1997037. The explanted components were received in minnetonka at which time it was determined that the patient's artificial urinary sphincter (aus) device was returned. This patient had both an ipp device and an aus device that were implanted previously. This complaint is now in relation to the explant of the patient's previous aus device for which the following was reported "the patient experienced an infection with his implanted artificial urinary sphincter and a formation of a urinary fistula in place of the sphincter urethral belt. No additional patient complications were reported in relation to this event." This report was originally submitted via asr report ID number for the event: 155931 quarter/year of the initial asr report submitted to FDA: q2 2017 asr exemption number: e1997037.

Manufacturer narrative:
Device evaluation: the ams 800 cuff was visually inspected and it was observed that the buttonhole was cut. Microscopic examination revealed a pinhole in the cuff that was the result of instrument or tool damage. A leakage test confirmed fluid loss. Based on the fact that no product malfunction was alleged and the attribution of the pinhole to user handling issues, it is most probable that the pinhole was caused during explant and will be considered a secondary failure. The secondary failure of a cuff pinhole will not be considered a device malfunction the ams 800 balloon was visually inspected and microscopically examined. No leak was founds were found. The kink resistant tubing appeared to have been damaged. The damage is consistent of sharp instrument damage. The ams 800 pump was visually inspected and microscopically examined. No leaks were found. The kink resistant tubing had a circumferential tear which extended to the filament. The damage is consistent with that of a sharp instrument which probably occurred during the removal of the device. D4: model number: 72400025, lot number: 891967012 ,model description: balloon fgs 71-80 cm. Model number: 72400098, lot number: 858592016, model description: control pump fgs.